Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise resulting in pacing inhibition. No symptoms or asystole were observed. In addition, trends of both pacing thresholds and pace impedances have shown a gradual increase. The patient was brought in for further testing and commanded shocks were performed. The following day, the physician elected to surgically abandoned and replace the rv lead. There were no additional adverse patient effects reported.